Manufacturer narrative:
(B)(4). Device evaluation: the device was received by baxter for evaluation. A visual examination and functional tests were performed. Device evaluation could not confirm the reported condition of a leak. The root cause could not be determined. This device is a single use device and was discarded. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4).additional narrative: the device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted.

Event description:
It was reported to baxter (B)(4) that an infusor lv10 device leaked during patient therapy. The device was filled with 5-fluorouracil. According to the reporter, the patient was connected to the infusor through a 3 way stopcock at the hospital for a 24 hour therapy. After 3 or 4 hours of infusion, a leakage was observed at the luer connection between the three way stopcock and the infusor. The nurse could not visually identify the precise source of the leakage. There is no report of patient injury or medical intervention. No additional information is available.